Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 10194324.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance on one the leads. Troubleshooting did not resolve the issue. As such, surgical intervention may take place a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Additional information: d6a - date of implant.

Manufacturer narrative:
The reported ¿impedance issue¿ was not able to be confirmed. Analysis of the returned extension found it was damaged and returned in two segments as a result of the explant procedure. The root cause of the broken internal wires is unknown as the ones that were potentially fractured while in vivo could not be differentiated from those that were potentially fractured as a result of the explant procedure.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: unknown, batch: unknown. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. D. Suspect medical device: per additional information received, the device information was updated from the dbs lead model 6170 to dbs extension model 6372.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the extension was explanted replaced and replaced to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the extension attributed to the issue.